Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer stated that the act button was unresponsive. The customer's blood glucose was 238 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.